Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 25 mg/dl when paramedics arrived. Customer stated that his insulin pump over delivered. Customer stated that he filled the reservoir the night before and by the morning was half-empty. Nothing further was reported.